Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery, recurrent right hernia repair and left inguinal hernia repair surgery on (B)(6) 2012 during which the surgeon noted the peritoneal surface had been intermittently adherent to the posterior aspect of the mesh and the mesh had actually enveloped the right spermatic cord and partially enveloped the right femoral vein. The meticulous dissection was required with some difficulty to remove the peritoneum from the posterior mesh and also attempt to disengage the mesh from its adherence into the anterior abdominal wall. The mesh was dissected partially free from around the spermatic cord and also dissected free very carefully from the right femoral vein. However, the mesh was so extraordinarily adherent to the opposite side of the fascia due to the design of the mesh, the mesh having wider lay and overly piece, that laparoscopic repair of the hernia with the mesh including freely in the preperitoneal space would have been inappropriate. This fascia was intermittently adherent to the underlying mesh. Meticulous laborious lengthy dissection was required to separate the overlying fascial leaf from the underlying mesh fabric. The vessels and vas had to be gently dissected from the mesh and ultimately surrounded carefully with the .25 penrose drain. The underlying mesh was gently separated from the surrounding scar tissue. It was grasped with a kocher clap and meticulously dissected. It took a significant amount of time millimeter by millimeter to remove the mesh. It was so intermittently adherent to all the soft tissues including this spermatic cord, femoral vein, and the vas deferens. The mesh had been attached laterally to the shelving edge and inguinal ligament and medial to the area of the anterior rectus fascia. The mesh was removed in pieces, so as not to create any increased damage in the tissues. It was found that the spermatic cord had penetrated the mesh as well as been wrapped in the mesh as a result, the mesh had to be divided in several areas to disengage the mesh from the spermatic cord per se and that was done in a methodical meticulous fashion. All the mesh was removed. Once flow through the cord was determined and further antibiotic irrigation was done, a right sided mesh was then placed around the cord accordingly. It was reported that the patient underwent right radical orchiectomy and testicular implant on (B)(6) 2012. It was reported that the patient experienced severe inguinodynia and ischemic necrosis of the right testicle and cord. No additional information was provided.